Event description:
New information received notes the patient presented for a routine follow up in clinic. It was observed that the noise was reproducible with isometric testing. Programming changes were made to decrease sensitivity. The patient was stable.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented for a follow up in clinic. It was noted that noise with oversensing was observed on the atrial lead. No programming changes were made per the physician. The patient was stable.